Manufacturer narrative:
Concomitant medical products: product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3550-39, lot# n356353, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3986a, lot# n370284, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that stimulation was intermittent. When the patient turned her head one way she felt stimulation and it worked, however, when she turned it the other way it didn¿t. The patient stated they had to ¿go in again.¿ she had three operations last year for the device in (B)(6). The patient stated there was an issue with the leads; something over 44,000. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported that the three surgeries for the device last year were because of the stimulator, the patient cannot turn her neck to the right. A surgery took place in (B)(6), it didn¿t work. The patient never heard from anyone if it was working or not. The patient¿s health care provider (hcp) reported post-op the patient lost coverage of stimulation area. Interrogation of the device showed high impedances of greater than 40,000. X-rays did not show any obvious fracture. The patient underwent exploration, revision of device, and replacement of the extension wire on (B)(6) 2014.